Manufacturer narrative:
(B)(4). Carefusion's importer reported replacing the gas delivery engine (gde) to resolve the issue on this ventilator and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect gde for evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported while in use this avea ventilator displayed a large leak (B)(6) on the graphics monitor and intermittent auto cycle triggered breaths. The patient was switched to another ventilator and no patient harm or injury reported. The customer reported failing the est test during troubleshooting at the bedside, but after securing the adapters to the patient ventilator circuit the repeated test passed. However, the large monitor leak was still present.

Manufacturer narrative:
The vyaire failure analysis (fa) laboratory received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected. The inspection found a missing oxygen inlet circuit board and cable of the gde. The fa assembled the missing component for further testing. The testing results passed the oxygen sensor calibration but failed the blender verification test. The reported internal gde leak was duplicated, which was due to the blender oxygen regulator relay balance out of specification. The root cause is due to material fatigue within the oxygen relay component.